Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: aiming arm, anterior, for multi-loc¿ humeral nailing system, part number: 03.019.009, lot number: 8442583, reported issue: it was found that the parts of the sleeve-lock structure of the reported anterior aiming arm came off at the hospital. No surgical delay was reported. No patient harm was reported. The component sleeve locking 60040413 is missing. The sleeve locking is a pin which is fixed with a press fit into the ø6 h8 hole of the aiming arm. All relevant measurements are in accordance to the specification. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 20 june 2013. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the components of the sleeve-lock portion of the anterior aiming arm had come off the device. The issue was discovered pre-operatively and did not result in a surgical delay or patient harm. This report is 1 of 1 for (B)(4).